Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient was hearing a critical alarm. The pump had stalled on (B)(6) 2019, the same day that the patient had his heart shocked via defibrillator three times. The caller reported that the patient thought that maybe the shocking had caused the stall. The caller confirmed that the underlying cardiac rhythm abnormality which necessitated the shocking was not due to the pump or therapy. This stall recovered several hours later, but on the same day. Another stall occurred on (B)(6) 2019 and that stall had not recovered as of (B)(6) 2019. The managing hcp was notified of the stall and approved an order to set the pump to minimum rate and prescribe oral medications. The patient was advised to proceed to the emergency room (ER) if needed. The patient had withdrawal symptoms of increased pain and increased spasms in his hips and legs. The patient's weight was provided. No further complications were reported.